Manufacturer narrative:
This report is submitted on aug 2019, 2019.

Event description:
Per the clinic, the patient was explanted (on an unknown date) secondary to an extrusion of the device. It is unknown if the patient has been re-implanted with another device.